Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia reported over delivery due to cosmetic damage to the insulin pump. The customer reported blood glucose value of 50 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884l, mmt-378a, mmt-7040ma. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed and cosmetic damage and customer reported a crack on battery compartment and out of box damage on pump was identified. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-378a. No product return is required for mmt-7040ma.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0869 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 26.2 units of normal bolus was delivered on 05/31/2025 between 00:00:21.000 and 23:45:23.000. The motor assembly was inspected and no anomalies noted. Found moisture pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded pcb1 board and pcb 2 board, scratched case, stained keypad overlay, cracked battery tube threads, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Confirmed damage at battery compartment. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.